Event description:
It was reported that the patient has a heart block and syncope, it is unknown if the event is device related. The patient has been hospitalized, it is unknown if any intervention was provided during the hospitalization. No further information has been obtained despite three good faith efforts.